Event description:
Philips received a complaint on the v60 ventilator indicating that the monitor screen was black and not working. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the liquid-crystal display (lcd) was not working properly and the image could not be seen. The unit would power on, but nothing could be seen on the screen. The customer requested bench repair.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17378.

Manufacturer narrative:
H10: on 01/27/2023, it was determined by the bench service engineer (bse) that the liquid-crystal display (lcd) panel was defective. The 1st generation panel is no longer available, so the 2nd generation lcd panel will be ordered. To install the 2nd generation lcd panel, it is also required to replace the lcd cable, user interface (ui) cable, ui printed circuit board assembly (pcba), lcd screws, and lcd tray. On 02/09/2023, the customer accepted the repair approval for replacement parts and further services. The investigation is ongoing. H11:updated contact information, contact office entity, and manufacturing site.